Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product involved with this complaint to perform failure analysis. The instrument was analyzed and found to have a frayed grip cable at the distal end.

Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the tip-up fenestrated grasper instrument was observed to have a broken cable. The procedure was completing as planned with no reported injury.